Event description:
Hill-rom received a report from a hill-rom technician stating the siderail was broken. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found fluid behind the center arm not allowing the siderail to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the siderail latch mechanism to resolve the issue. Based on this information, no further action is required.